Event description:
It was reported to boston scientific corporation that capio slim device was used during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle detached during suturing and it was left inside the patient. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted. Additional information received on september 09, 2015. The needle detached when the physician pulled the suture without the capio device outside the body. There were no patient complications during the procedure. The procedures performed were paravaginal repair, extraperitoneal vaginal vault suspension to the ischial spine bilaterally, retropubic suburethral sling, anterior plication for the midline portion of the cystocele, cystourethroscopy.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. The voluntary user medwatch number is (B)(4).

Event description:
It was reported to boston scientific corporation that capio slim device was used during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle detached during suturing and it was left inside the patient. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.